Event description:
The customer reported unexpected negative reations with the abod check2 screen assay on donor samples. A donor was historically a negative and was interpreted as o negative.

Manufacturer narrative:
The color image check for the addition of anti-a and anti-b is an added redundancy check for the addition of reagent. The probe is equipped with liquid level detection (lld). If the probe detects no liquid or not enough liquid, the system issues a warning and the samples assigned to the reagent vial will be invalidated. The limitations section of the echo operator manual indicates, "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh(d) negative sample being interpreted as rh(d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history." This issue will be resolved in a future software release.